Event description:
Information was received from a patient regarding an external device. The reason for call was pt had a lot of trouble with controller. Pt tried a number of things and at one point pt could not turn it on. Pt then plugged the controller in the wall without the battery and was able to get it on. Ever since then the implant won't charge past 50%. It seems to have a lot of trouble finding the implant. Last time pt charged was probably over a week ago. Pt said they turn stim off at night and did not have stim on all the time and the implant depleted to 30%. Pt said the programming was low and pt expected the charge to last longer. Pt used to get 1.5 week out of a charge. Pt also got 'settings not available' message. The message came up on both group a and b. The issue started about a month-maybe 1.5 month ago. Pt said they had a surgery and it went awry and pt was in a skilled nursing facility for a while and the device was working then and pt was able to charge. The surgery was on l5-l2. They also took old fusions that were from l2 to l5. They put 2 rods that go up to pt thinks t5 or t6. They were 8 inch rods. Pt wondered if anything happened during the surgery but the device was charging fine at the skilled nurse facility. Since pt came home (1-1.5 month ago) it had not been working. Pt was looking at x-rays from their surgery and pt could see the device and thought the wires were still where they should be but could not tell exactly. Pt was redirected to hcp to check the device.  Case reopened and reassigned to send email to repair and add secure note. Pt called back stating they saw mdt rep in person yesterday who told them that the cord is frayed and they need a replacement recharger. Agent emailed repair to send pt replacement recharger. Pt stated they have been unable to charge their implant past 30%-40%.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. B3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt stated that the charger would only charge up to 30%. Medtronic representative noticed the cord was frayed which meant the pt could only use the stimulation for a short period of time. The charging up to 30% would take up to 2 hours. The issue had been resolved with the new replacement device. Patient weight was received.